Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an elbow surgery while smoothing the cartilage the device broke off. The surgeon was able to retrieve the part out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the distal tip of the outer tube shaft has broken off, right before the tub window. No damaged was observed to the inner tube. Device functioning could not be performed due to the damaged of the device. The cause of this event is undetermined. However, most likely causes are by the application of prying/leveraging forces to the device during use or device got in contact with another metal sharp device.